Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, the clip failed to deploy from the catheter. No patient complications have been reported as a result of the event. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.